Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient needed more coverage due to changing pain patterns. It was also reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.